Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a paclitaxel set under infused due to a ¿kink below drip chamber when the medication and tubing were place inside bags used to transport pre-mixed product.¿ the expected infusion time was one hour and thirty minutes; however, the actual infusion time was one hour and fifty-five minutes. The device was filled with 500ml of 1800mg daratumumab and infused via a baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.